Event description:
It was reported that the asymptomatic patient presented to the or for change out due to normal eri. Externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. The lead was capped.

Manufacturer narrative:
No medwatch form was received.